Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform

Event description:
Female patient with a history multiple revisions to treat of chronic knee pain, stiffness, and effusion received a left knee complete removal of hardware and placement of an antibiotic spacer and arthrodesis/fusion to treat pain, swelling, stiffness secondary to msse infection. At the time of the revision, the patient had a competitor revision knee construct paired with a depuy patella secured with depuy smartset and cmw cement. Upon entering the joint, purulent fluid was evacuated and all competitor femoral and tibial devices removed. The operative note indicates a complete removal of all implanted devices but does not provide information regarding the condition of the depuy patella. A competitor antibiotic spacer is placed, and a competitor fusion nail is inserted along with a competitor tibial and femoral stem. At this time, no depuy devices remain in the left knee. The procedure was completed without complications. Doi: (depuy patella) (B)(6) 2015 dor: (B)(6) 2017 left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device.